Manufacturer narrative:
The t:slim pump user guide states: ¿you can adjust the auto-off alarm setting (the default value is pre-set to 12 hrs, but it can be set anywhere from 5 hrs to 24 hrs, or off).¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was experiencing high blood glucose(bg) level (380 mg/dl) and administered a manual injection to address bg level. The customer reported that the possible cause of the high bg was unknown. During troubleshooting with tandem technical support, it was identified that the auto-off alarm was activated after twelve hours and it was indicated that customer had not received insulin. Cts educated the customer on the auto-off safety feature can be modified or turned off and to check with their healthcare provider before modifying the setting. Customer acknowledged and declined further follow up.